Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 117 mg/dl at the time of the call. The customer also had blood glucose readings of; 179, 160, and 200 mg/dl through the incident period. The customer put the reservoir into the pump without rewinding it and possibly delivered about 45 units into their body. The customer was given 8 ounces of orange juice and 24 grams of carbohydrates to treat. The customer experienced symptoms such as light headedness, and being shaky the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics took over care of the customer. The insulin pump will not be returned for analysis.